Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage at the proximal section with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-apr-2022. It was reported that crossing difficulties were encountered. A 2.50 x 38mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion site. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.